Manufacturer narrative:
Added: d3 corrected: d4 (serial) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 component code changed from g04105 to g07003. The investigation for the purge pressure high has been completed. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D6b was initially reported as (B)(6) 2026. The reporter has corrected the explant date to (B)(6) 2026.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a purge system blockage. No kinks were identified. Five percent dextrose with bicarb was added to the purge. No patient harm was reported.